Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('sharp pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular menstrual cycle"), dysmenorrhoea ("severe pain with menstrual cycles"), endometriosis ("endometriosis"), pain ("body aches"), headache ("headaches"), dyspareunia ("pain with intercourse") and gastric polyps ("polyps in stomach"). The patient was treated with surgery (removed tubes and a piece of uterus). Essure was removed in (B)(6) 2021. At the time of the report, the pelvic pain, menstruation irregular, dysmenorrhoea, endometriosis, pain, headache, dyspareunia and gastric polyps outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, endometriosis, gastric polyps, headache, menstruation irregular, pain and pelvic pain to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('sharp pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular menstrual cycle"), dysmenorrhoea ("severe pain with menstrual cycles"), endometriosis ("endometriosis"), pain ("body aches"), headache ("headaches"), dyspareunia ("pain with intercourse") and gastric polyps ("polyps in stomach"). The patient was treated with surgery (removed tubes and a piece of uterus). Essure was removed in (B)(6) 2021. At the time of the report, the pelvic pain, menstruation irregular, dysmenorrhoea, endometriosis, pain, headache, dyspareunia and gastric polyps outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, endometriosis, gastric polyps, headache, menstruation irregular, pain and pelvic pain to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 4-may-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.